Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "one pc tube without the hemogard closure was received."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no sample and 1 photo were returned by the customer in support of this complaint. The photo shows a shelf pack with a tube missing the hemogard closure assembly. This would indicate an improper assembly of the hemogard closure assembly. Additionally, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Bd was able to confirm the customer¿s indicated failure mode with the photo received; however, the retention samples did not exhibit the customer¿s failure mode of ¿decapping¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "one pc tube without the hemogard closure was received."